Manufacturer narrative:
Device #1 proglide, part #12673-03, lot# 78029-6h, is being filed under medwatch MFR report number: 2953144-2009-01159. The device was received. Investigation is not yet complete. Incorrect use of device, (pt selection): the proglide instructions for use (IFU) state, under special pt populations, the safety and effectiveness have not been established, in pt populations: "pts with femoral artery calcium, which is fluoroscopically visible at the access site."

Event description:
Device #2 malfunction: needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device, attempted arteriotomy closure of a mildly calcified right common femoral artery after an unspecified procedure. Reportedly, when the needle plunger was retracted, a needle tip was not captured by a cuff. The device was removed and a second proglide was used, but resulted in a needle-to-cuff miss. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Though requested, no add'l info was provided.